Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of occlusion from the reservoir. The customer's blood glucose reading was 275 mg/dl. The customer stated that the alarm occurred during manual bolus. The customer stated that the no delivery was recurring. The customer was advised to replace plunger and manually push plunger to verify insulin exited the tubing. The customer reported normal resistance with plunger push and insulin exited freely. The customer was advised to return the infusion set and reservoir.